Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
Reported via topic 2017. It was reported that the rotawire became stuck in the vessel. Vascular access was obtained via the right femoral artery (fa) using a 7fr mach 1. The target lesion was located at the left main trunk to the left anterior descending artery (lmt-lad). A non-bsc dual lumen catheter was advanced over a guidewire. The physician advanced an unspecified intravascular ultrasound (ivus) catheter but failed to cross the lesion. Ivus was removed and replaced with a 325cm rotawire floppy combined with a non bcs micro catheter. Ablation was then performed using a 1.5mm rotablator burr. After passing through the lm-lad ostium, during ablation of the calcification located in the mid lad, the rotawire deeply entered into the septal branch and got stuck. Retrieval of the rotawire was successfully performed using the non-bsc micro catheter. A new rotawire floppy was advanced and ablation of mid lad was continued. The physician then removed the 1.5 burr and advanced a 2mm burr; however, the 2mm burr became stuck inside the 7fr guiding. The burr was removed together with the guide catheter and replaced with 8frmach1. Ablation was performed in the lm-lad ostium using a 2mm burr. Ivus was performed and balloon angioplasty (poba) was performed using 2.75x12 non bsc balloon catheter. A synergy2.75x32 was placed in the mid lad using a guidezilla guide extension catheter. Poba was then performed using 3.5x13 balloon catheter in the lm-lad, and dilation was checked. A synergy 4.0x16 was also placed. Ivus was performed and a proximal optimization technique (pot) was accomplished using a 4.5x6 non-bsc balloon catheter. Ivus was again performed and on the final angiography, thrombin inhibition in myocardial infarction (timi iii) was confirmed. The procedure was completed. No further patient complications were noted.